Manufacturer narrative:
The pump was received with a blank display due to a corroded battery tube. The pump was monitored and had no hot battery noted. The pump was received with a broken battery cap, minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip, and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a broken battery cap from the insulin pump. The customer stated that she took out the battery and there was liquid at the bottom and the tip seems to have melted. The customer will be sent a replacement pump.